Event description:
It was reported that during a procedure, the "stapler was not firing." There was no patient injury reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. A visual exam of the device revealed the distal tip was bent and off-center. The cartridge also appeared bent. The distal clip was noted to be misaligned within the cartridge (or barrel). The complaint device was functionally tested per the instructions for use (IFU) where the handle was actuated and the staple clip was unable to dispense. This device is not functionally tested prior to release from sss as part of the open-but-unused process. It is probable the damage observed on the device resulted in its inability to fire. The root cause of the failure mode is unknown; however, possible root causes may be linked to mishandling subsequent to distribution from stryker, user error, or ancillary equipment error. The device history record for the returned stapler indicates the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 2090040-2011-00009 where a clip in the clip applier misfired and several others failed to fire properly and cauterization was needed to seal the area, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.